Event description:
Per the clinic, the device was explanted on (B)(6), 2012, for unspecific medical reasons. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). This report is filed on (B)(4), 2012.